Manufacturer narrative:
Device manufacture date: monitor (B)(4), electrode belt (B)(4) - 12/2008. Device evaluation summary: device evaluations of monitor (B)(4) and electrode belt (B)(4) have been completed. The reported problem was confirmed. The monitor had an intermittent flex connector. This flex connector is a piece of copper cable that runs from one end of the inside of the monitor to the other. It has many folds and caries many signals including the ECG signal. The root cause of the intermittent flex connector is postulated to be due to stress on the cable from the way it has to be put into the monitor at the time of manufacturing. The monitor was repaired, retested and restocked. The electrode belt was fully functional. It was retested and restocked. The monitor flex cable was fixed. No adverse event resulted from the defective monitor. The patient received a replacement monitor and electrode belt.

Event description:
The daughter of a (B)(6) female patient contacted lifecor customer support to report that the patient had several "adjust belt" alarms. The daughter stated that she cleaned the electrodes and repositioned everything, but the alarms continue. She was not with the patient at the time and was unable to troubleshoot. The patient's home health care nurse contacted lifecor customer support. He performed a download which revealed artifact on the side-to-side channel and significant fall-off on the right electrode. Support had the nurse check the right electrode and he stated it was on the skin. Support sent the patient a replacement electrode belt. Patient's son-in-law contacted lifecor customer support on (B)(6) 2009 to report that the problem is persisting with the new electrode belt. Support sent the patient a replacement monitor.